Manufacturer narrative:
Citation: bihag z, patel j, mather jf, et al. 6 year follow-up of balloon-expandable versus self-expanding transcatheter aortic valves: a propensity-matched analysis. Am j cardiol. Published online june 8, 2025. Doi:10.1016/j.amjcard.2025.06.002 earliest date of publication used for date of event. Earliest approved evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the long-term outcomes of transcatheter aortic valve implantation (tavi) with balloon-expandable ( be) and self-expanding (se) valves. The study population consisted of 1,363 propensity-matched patients who underwent tavi with either a medtronic se valve brand (evolut r/pro/pro+ = 680) or a non-medtronic be valve brand (sapien 3 = 683). In the se cohort, the following adverse outcomes occurred: procedural cardiac arrest; conversion to open heart surgery; elevated gradients; aortic regurgitation (moderate to severe); prosthesis-patient mismatch; stroke (ischemic or hemorrhagic); transient ischemic attack; myocardial infarction; coronary compression/obstruction; annular rupture; perforation; tamponade; vascular complications (major or minor); bleed ing; unplanned vascular surgery/intervention; new atrial fibrillation; permanent pacemaker implantation; rehospitalization; endocarditis; subclinical leaflet thrombosis; and aortic valve re-intervention (percutaneous paravalvular leak closure, balloon aortic valvuloplasty, tavi-in-tavi, or surgical replacement). Additionally, the authors observed a survival rate of 40.4% in the se cohort at a median follow-up of 77 months. There was no evidence presented to suggest a causal relationship between medtronic product and the deaths.